Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that on (B)(6) 2025, the participant went to the emergency room because of baclofen withdrawal concern. The participant was admitted to the hospital and given oral baclofen and valium as needed. Intrathecal baclofen dose was increased the next day. On (B)(6) 2026, the participant was discharged home in stable condition. Baclofen withdrawal concerns were resolved.